Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that in 2014, she began having problems with the function of the stimulator with a loss of stimulation. There was a malfunctioning dorsal column stimulator lead due to lead fracture and migration. An incision was made over the previous scar of the placement of the percutaneous lead of the stimulator and the anchor was identified. Sutures were removed. The lead had a fracture at the site of connection of the lead to the anchor. The lead was easily removed in one piece from the epidural space. An incision was then made over the generator site. The generator, cables, and leads were completely removed. The generator site was also enlarged from the weight of the generator. A new pocket was made to fit the generator to prevent further movement and flipping in the future. A new lead was placed on (B)(6) 2015. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.